Event description:
The customer reported that a pt received a burn to the corner of their mouth during a tonsillectomy.

Manufacturer narrative:
(B) (4). The return of the incident sample has been requested. To date it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.